Event description:
Oracle ro 1218898: system fail per customer (during testing) (ro 1179874 (during testing) for system failure). No patient injury was reported.

Manufacturer narrative:
The device was returned to smiths medical. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seals and physical condition were all intact upon receipt. Error codes were found in the ehl (event history log) multiple times. The customer reported problem was duplicated during the investigation. The root cause of the reported event is unknown. Recommended replacing an inoperable microprocessor unit board mpu. A manufacturing device history record DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed., corrected data: d5: correction: operator of device: unknown, e4: correction: initial reporter sent to FDA: unknown.